Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure when they opened the vasoview hemopro 2, and once they went to assemble, they noticed that the jaws were not fully meeting and one split in two. Same was removed from surgical field and another new one was used. No patient involvement.

Manufacturer narrative:
Trackwise ID 786160. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000284603 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Manufacturer narrative:
Trackwise#: (b)()4). Corrected sections: h3--device evaluated by mfg? Corrected from "no--non return" to "yes--return" h6--investigation findings corrected from code "3221" to code "13" h6--type of investigation corrected from "device not returned" to "testing of actual/suspected device" the device was returned to the factory for evaluation on 07/05/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot haw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties observed. When the jaws were closed, the jaws were aligned, with no physical or visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed, and the reported failure "material twisted/bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000284603 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.